Event description:
Reportable based on device analysis completed on 19nov2025. An 0.035in x 260cm x 3mm amplatz super stiff guidewire was selected for use. During introduction, the guidewire could not cross the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed peeled coating on the guidewire.

Manufacturer narrative:
E1 - initial reporter address : (B)(6). Device evaluated by MFR: the amplatz super stiff guidewire was returned for analysis. Visual and microscopic inspection of the device revealed that the coating was peeled along the guidewire. Additionally, under magnification, it was observed that there were some jumped coils in the guidewire.